Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes loss of ventricular capture and intermittent pacing and interrogation when removed from the pocket. The leads tested normal, therefore the pulse generator was replaced.